Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 53 mg/dl. The customer was treated with orange juice. Troubleshooting was declined for low blood glucose level. The customer also reported that they received sensor updating and then change sensor alert . The insulin pump will not be returned for analysis and the sensor will be returned for analysis.